Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address dislocation due to the position of the liner within the cup. Doi: (B)(6) 2009 - dor: (B)(6) 2011, (B)(6) 2012 (right hip). Update rec'd 4/2/2013- ppd and medical records received. This complaint is now legal. After review of the medical records (sticker sheet), the femoral head is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/13/14.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the (B)(4) device history records did not identify any related manufacturing deviations or anabolies that would have contributed to the reported event. Previous investigation found the liner has a 10 degree angled feature that can be positioned within the cup to help alleviate dislocation. This is placed within the cup at surgeon discretion to best suit patient need. Per follow up information it has been indicated the positioning of this feature needed to be changed. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).